Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.5mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the first inflation at 3 atmospheres, the balloon ruptured. The procedure was completed with a different device and there were no patient complications reported.